Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed an unknown defib fault and shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device displaying a defib fault was observed. The device's battery contact pin was replaced to resolve the malfunction. The reported malfunction of the device shutting down was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.